Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ¿bad connector¿ (no further detail) was observed on a clearlink extension set which resulted in a disconnection and a blood leak while in use on a patient. This was further described as a ¿proximal 1¿ male luer ¿connection pops open and blood spills¿. This was identified during ¿the middle¿ of an unspecified patient infusion. The patient noticed the disconnection and alerted the medical staff. The amount of blood loss was reported to be ¿minimal¿. There was no patient injury or medical intervention associated with this event. No additional information is available.